Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported receiving an unspecified high sensor scan when compared to a competitor brand device. The customer experienced symptoms described as ¿can¿t see¿ and a loss of consciousness however, the customer was able to regain consciousness and self-treated with an unspecified dose of insulin. The customer further reported receiving a corrective treatment of oral glucose from his girlfriend and no further information was provided. There was no report of death or permanent injury associated with this event.